Event description:
Clinical specialist (cs) confirmed that the patient's pump and catheter were replaced. A prime was programmed after the pump and catheter were removed and fluid was able to be seen coming from the catheter tip.

Manufacturer narrative:
Devices were returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. The pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of sterile water. A demand bolus of 0.3mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip ofthe stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 degrees celsius, did not produce fluid droplets at the tip of the stem. The pump was programmed with a 1.994mg daily dose multi-rate flow test over a 24-hour time period at 37 degrees celsius. The dispensed volume 0.947ml (0%) of the expected volume. Further analysis of the valves will be captured through CAPA 00065. Please note that though the device was changed to the pump in this supplemental MDR, an investigation was also performed on the catheter. Analysis of the 109cm section of returned catheter concluded the catheter was patent with air and sterile water. No issue was found with the catheter. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending explant and return for device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a patient who was found to have an underinfusion volume discrepancy. The expected volume was 5ml and the actual aspirated volume was 18ml. The patient reported having worsening pain for approximately a month. A cap study was performed in which the physician was unable to aspirate any fluid. It appeared that the catheter was intact and the tip was found at the original implant area. Cs reported that the patient had fallen several times over the past year and is prone to injuries. A catheter and pump replacement is scheduled. The pump will only be replaced as surgery will be performed anyways.